Manufacturer narrative:
(B)(4). Evaluation results: failure to follow instructions (IFU instructs the user to use the product before its ubd). No results available since no evaluation performed (device not returned for evaluation). Evaluation conclusions: user error contributed to event (IFU instructs the user to use the product before its ubd).

Event description:
The physician successfully implanted an endeavor sprint drug-eluting stent in the rca. The product was used approximately 2.5 months past its use by date. Approximately 14 months post index procedure the patient underwent a target vessel revascularization to the rca using a non-medtronic stent. No clinical sequelae were reported.